Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that two weeks after surgery on an elderly pt to remove malignant stomach tissue, the pt died. It was determined that the death was caused by bleeding from a burst aneurism. The point of the burst aneurism was close to where a vessel had been sealed by the device, but the seal was still intact. The surgeon has not been able to identify the cause of this issue.